Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the implant cracked when implanting into the disc space. Two small pieces of the implant were removed. The disc space was inspected and part of the implant remained in the pt. There was no harm to the patient's disc space therefore, the remaining implant was ok. Part of the implant was left in the disc space. Type of procedure: tlif lumbar fusion levels implanted: 2.